Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving dilaudid 5 mg for a total dose of 0.39579 mg/day. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the etiology of the event indicated the relationship of the event to the device or therapy to related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient's pump was flipped over and the doctor was unable to flip the pump back over to refill the pump. The pump was repositioned and flipped back over on (B)(6)2019. The outcome of the event was resolved without sequelae on (B)(6)2019. The device diagnosis was pump inversion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was unlikely related. It was noted related to programming/refill. The event date was (B)(6) 2019. No further complications were reported/anticipated.